Manufacturer narrative:
(B)(6). Investigation: a photo showing the insyte-n autoguard yel 24 ga x 0.56 in product packaging has been received; catalog: 38181114. According to the analysis of the photo it was not possible to confirm a mixture of product, since the photo received did not show the product that was inside to verify if in fact the product claimed was insyte autoguard n 24 g or common. Lot 4252082 of insyte autoguard n 24 g claimed was analyzed regarding incorrect product inside the package and no records were evidenced that could lead to the incident in question. In addition, the product packaged before this claimed lot 4252082 is an insyte autoguard 18 g x 1.16, which is of different color. There were no records of qn that could lead to the incident in question for the lot involved in this complaint. Samples have since been received for further investigation. Upon completion a supplemental report will be filed if any new information is obtained. (B)(4).

Event description:
It was reported that label on the 24 g x 0.56 in. Bd insyte-n¿ autoguard¿ shielded IV catheter was incorrect, showing it as a neo (24g x 0.56 0.7 x 14 mm). This was noticed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: bd received one opened and unused sample of insyte-n autoguard yel 24ga x 0.56in; catalog: 38181114, lot: 4252082. According to visual analysis of the sample it was possible to confirm the complaint. Because the product that was inside the packaging was an insyte autoguard 24g and not the insyte autoguard n 24g according to the size of the catheter. A photo showing the insyte-n autoguard yel 24ga x 0.56in product packaging has been received; catalog: 38181114. According to the analysis of the photo it was not possible to confirm a mixture of product, since the photo received did not show the product that was inside to verify if in fact the product claimed was insyte autoguard n 24g or common. A device history record review was performed on lot 4252082 regarding incorrect product inside the package and no records were evidenced that could lead to the incident in question. In addition, the product packaged before this claimed lot 4252082 is an insyte autoguard 18gx1.16, which is of different color. There were no records of qn that could lead to the incident in question for the lot involved in this complaint. The sequencing of the packaged products was analyzed as part of the investigation of this complaint. It was verified that lot 4252082 of insyte autoguard-n 24g claimed was packed in the r530-1 packaging only on 09/22/2014. However, no batch of insyte autoguard 24g was packaged this day in r530-1 packaging machine and in no other packaging machine. The sequencing of the packaged of the previous day in the case, 09/20/2014 was also analyzed and it was verified that no batches of insyte autoguard 24g and insyte autoguard-n 24g were packaged. Although the customer¿s reported defect was confirmed, an absolute root cause for this incident cannot be determined.